Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. The air gas module was identified as faulty and was replaced. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Defective part has not been available for further evaluation. The root cause to the reported issue has not been determined. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of section h (fields h3a, h3b, h3c, h6) was required. This is based on the internal evaluation. #h3a device evaluated by mfg: no. Corrected device evaluated by mfg: yes. #h3b device not eval provide code: other. Corrected device not eval provide code: blank. #h3c if other provide code -explain: 4114 corrected if other provide code -explain: blank #h6 type of investigation: 10, 4111, 4114. Corrected type of investigation: 10, 4111.